Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to loss of capture and not returned for analysis. The associated pacemaker was explanted at the same time to prevent another surgery in the near future. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.